Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a hardware failure the patient experienced on (B)(6) 2014. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom technical support advised patient's mother to reset the device on (B)(6) 2014.

Manufacturer narrative:
Subsequent to the initial MDR, it was noticed that this was duplicate information which has been provided on MDR 30047537838-2014-03281. The initial MDR for this report (3004753838-2014-29142) should not have been submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, it was noticed that this was duplicate information which has been provided on MDR 30047537838-2014-03281. The initial MDR for this report (3004753838-2014-29142) should not have been submitted.